Manufacturer narrative:
Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the customer was using lyumjev insulin, customer is aware this is off label insulin use per the tandem user guide. There was no reported adverse impact to the customer¿s blood glucose level. A replacement pump was sent to the the customer to resolve the issue.